Manufacturer narrative:
Device remains implanted. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If additional information is received, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that 14 years post implant of this aortic bioprosthetic valve, the valve was replaced valve-in-valve with a medtronic transcatheter valve. The reason for replacement is unknown. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.